Event description:
During an rf procedure, the rf needle of the probe broke. There was no injury to the pt. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under manufacturer report number: 1033422-2012-00027.

Manufacturer narrative:
The review of the device history record (DHR) is pending. Any additional relevant info identified following completion of the DHR review will be submitted in a supplemental report. The device has not been returned for analysis. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.